Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after being "jolted" a malfunction alarm occurred. After resetting pump, the customer continued to use current pump for insulin therapy. Customer encouraged to contact healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.